Manufacturer narrative:
B3:unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had to reprime the device multiple times due to the 'air in line' alarms. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose uso sensor. There was an ¿air in line detected¿ alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.